Event description:
Medtronic received information that during the attempted implant of this 26-millimeter (mm) transcatheter bioprosthetic valve, the valve was deployed and identified as constrained. The valve was recaptured and a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 18mm balloon. The valve was deployed a second time and again found to be constrained. The valve was recaptured and removed. A second bav was performed with a non-medtronic 20mm balloon. A second 26mm transcatheter bioprosthetic valve was then deployed with a second delivery catheter system (dcs). The second valve was identified as constrained and was fully deployed. Residual moderate paravalvular leak (pvl) resulted. A post-implant bav was performed with a non-medtronic 22mm balloon with good results and reduced the pvl to trace. It was noted that the analysis of the patient anatomy showed annular calcification with protruding annular calcification under the non-coronary cusp (ncc) that extended into the left ventricular outflow tract (lvot). Per the physician, the calcification contributed to the constrained valves. The native aortic annulus diameter was 22.9mm. During the procedure and prior to the placement of the valve, an episode of complete heart block (chb) occurred when the non-medtronic wire was inserted. Left bundle branch block (lbbb) was identified on the post-implant two-hour electrocardiogram (ECG). Following the procedure, rhythm recovered and was conducting one to one with a narrow qr. The patient was monitored and discharged with a mobile cardiac telemetry device for close rhythm monitoring. Two days following the valve implant procedure, ECG showed sinus rhythm, first degree atrio-ventricular block (avb) bundle branch block (bbb) with intraventricular conduction delay (ivcd) and two runs of supraventricular tachycardia (svt). No adverse patient effects were reported. Additional information was received that the lbbb was resolved one month, fourteen days following valve implant. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.